Manufacturer narrative:
H.6. Investigation:scope of issue: the scope of issue is only limited to facslyric 2l6c instrument, part # 651165, serial # (B)(6). Problem statement: customer reported a complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 30sep2020 to date 30sep2021. Complaint trend: there are 4 complaints related to the leakage of biohazard not contained within the instrument. Date range from 30sep2020 to date 30sep2021. Manufacturing device history record (DHR) review: DHR part #651165, serial # (B)(6), file #(B)(4)-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a dirty tube sensor. The customer had initially reported that the sample tube would become slightly red after measurement. The tsr (technical service representative) recommended manually running a sit flush which fixed the issue temporarily but the occurred again soon after. During the follow up, the tsr then recommended that the customer clean the tube detector and sample line with a wet cotton swab. About a month later during another service call, the customer confirmed that the tube detector cleaning resolved the leakage issue and the instrument was functioning as expected. No parts were requested for evaluation as there were no parts replaced. While the leakage of biohazard can pose a risk of contamination, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. Even though patient samples were used for clinical use, no patient was treated nor harmed from any erroneous results. The results were captured prior to any diagnosis decision and no report of delay in patient treatment. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use on page 165. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: n/a, case # (B)(4) install date: 15mar2019 defective part number: n/a 9/29/2021 case comments: [phenomenon]: after measuring the lymphocyte subset with ul, the water in the tube set in the sit is a little red. This phenomenon was confirmed for the first time today. The day before yesterday, the user carried out monthly clean and replaced the sheath filter. [Correspondence]: confirmed as follows. -after unplugging the tube, the led on the manual tube port turns orange and did sit flash happen automatically? Can sit flash be implemented from suite? Can be carried out.· is there any dripping during sit flash? No. · now, when I pull out the tube after running ultrapure water, the led turns orange and does sit flash occur? I tried 2-3 times, but each time the led turned orange and sit flash also occurred. As for the measurement result, the control is also displayed firmly, so I think that there is no problem. It is thought that the sample (blood) remained in the flow path due to the fact that sit flash did not occur automatically when measuring the sample for some reason, and it exuded into the water of the tube set in the sit. You can. Since sit flash is possible manually and there is no reproducibility, it is considered to be a temporary defect. [Result]: the user uses it as usual. 10/1/2021 case comments: [phenomenon] there was no problem at the time of the first measurement. After the second measurement, the manual tube port did not turn orange when the sit moved out of the rack. [Correspondence] I opened the user sit door and checked the inside. When the user pressed the tube detector tab, there was no particular resistance and the tube detector tab worked. Around the yellow sample line (stainless steel), there are traces of liquid splattering. The user cleaned the area around the tube detector tab and sample line with a wet cotton swab. [Result] if the phenomenon is not improved, the sensor may be defective. If the symptom does not improve, the user will contact the bd again. 10/31/2021 case comments: [result] case:(B)(4) we also confirmed this matter when responding. After cleaning around the tube detector tab, the phenomenon has not occurred. The user uses it normally. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no azure ID: 89169 ID: libivd-ra-61 2.1.6 reg status: ivd; ruo hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): 93132 libivd-did-(B)(4) preservation during pause implementation verification: lsvn-1008-dp sit backflow control libivd-se-15-51ir effectiveness verification: lsvn-1008-dr libivd-se-15-51ir probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient: yes no root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a dirty tube sensor. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a dirty tube sensor. During several phone conversations with a tsr, the customer cleaned the tube detector and sample line with a wet cotton swab. After this cleaning, the customer reported that the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety.

Event description:
It was reported that biohazard blood leaked from the bd facslyric¿ 2l6c instrument. The following information was provided by the initial reporter, translated from japanese: " 1. Was the leak fluid or air?: fluid. 2. Was the leak contained within the instrument?: no. 3. Was there spray of fluid under pressure?: no. 4. What was the fluid that leaked?: biohazard blood. 5. Did biohazard leak before or after waste line?: before waste line. 7. Was the customer/bd personnel physically in contact with the fluid?: no."

Event description:
It was reported that biohazard blood leaked from the bd facslyric¿ 2l6c instrument. The following information was provided by the initial reporter, translated from (B)(6): " was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard blood. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No."

Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on (B)(6) 2021 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.